Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/10/2016 and found a leak from defective I-beam tubing through pinch valve (pv49). The fse replaced the tubing through pinch valve (pv49), which resolved the diluent leak and the instrument ran without leaks. All repairs were verified per established service procedure. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a diluent reagent leak of approximately 10 ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The instrument was idle when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.